Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/10/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The best estimate date is during (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that zxt225 24.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient was unhappy and experienced halos and glares. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a model zct150 and there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.